Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator changeout procedure, the pacemaker exhibited loss of pacing when removing it from the pocket despite being set to bipolar configuration. Interrogation of the device revealed that the device was in backup vvi mode and was in unipolar configuration. It was suspected that the issues might have been due to use of a radio knife. It was noted that the patient had no intrinsic pulse. The device was removed and replaced. Patient was stable with no adverse consequences.